Event description:
Paramedics responded to a person in cardiac distress. The device was connected to the patient with ECG electrodes and a 3-lead patient ECG cable. According to the reporter, the device intermittently displayed artifact that appeared to the medics as ventricular fibrillation while the patient was awake and aware. The patient was transported to the hospital and no adverse affects were reported as a result of the alleged malfunction.